Event description:
Customer reported that a patient presented with a surgical wound abscess at an unspecified time following a total knee procedure. The patient was returned to surgery for an incision and drainage.

Manufacturer narrative:
Date sent to the FDA: 02/07/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.